Event description:
It was reported that the customer had been experiencing low blood glucose levels. The customer stated that they are having difficulty keeping their blood glucose above 100 mg/dl, which was treated with food and juice. They stated that their blood glucose will go over 100 mg/dl and will drop down, again. The morning of the phone call they woke up with blood glucose of 259 mg/dl, which, the customer attributed to dialysis. Troubleshooting was performed for the low blood glucose and the insulin pump passed the displacement test. But, towards the end, the insulin pump alarmed motor error. The drive support cap was recessed. The reservoir was showing more insulin then what was displayed on the status screen of the device. The customer mentioned that the device had been exposed to MRI approximately 1-2 months ago. The discontinuation of the insulin pump was advised. Towards the end of the phoned call the customer checked their blood glucose and it was 147 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed unexpected error during the displacement test due to faulty component on the motherboard. Further testing could not be performed due to the error alarm and the motor error could not be confirmed. The motor was tested outside the device and passed the test. The device was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.